Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil migrated") and uterine haemorrhage ("abnormal uterine bleeding ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), infection ("frequent infections"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("chronic pelvic pain") and pelvic discomfort ("discomfort"). At the time of the report, the device dislocation, uterine haemorrhage, infection, abdominal pain, vaginal haemorrhage, pelvic pain and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, device dislocation, infection, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff "sounght" treatment for symptoms, but the treating physician was unable to resolve her symptoms. She suffered from these "sympltoms" for nearly 8 years. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: bilateral tubal occlusion; on an unknown date: left "esure" coil migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil migrated') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleeding"), infection ("frequent infections"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("chronic pelvic pain"), pelvic discomfort ("discomfort"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("allergy/hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms"). Essure treatment was not changed. At the time of the report, the device dislocation, uterine haemorrhage, infection, abdominal pain, vaginal haemorrhage, pelvic pain, pelvic discomfort, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, infection, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for symptoms, but the treating physician was unable to resolve her symptoms. She suffered from these symptoms for nearly 8 years. Plaintiff wants to get removal but can't afford. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left essure coil migrated; in (B)(6) 2010: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events "abnormal bleeding, auto-immune symptoms, and allergy/hypersensitivity symptoms" were added. Previously reported event "uterine bleeding" seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil migrated') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleeding"), infection ("frequent infections"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("chronic pelvic pain"), pelvic discomfort ("discomfort"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("allergy/hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms"). Essure treatment was not changed. At the time of the report, the device dislocation, uterine haemorrhage, infection, abdominal pain, vaginal haemorrhage, pelvic pain, pelvic discomfort, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, infection, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for symptoms, but the treating physician was unable to resolve her symptoms. She suffered from these symptoms for nearly 8 years. Plaintiff wants to get removal but can't afford. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left essure coil migrated; in (B)(6) 2010: results: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil migrated') in an adult female patient who had essure (batch no. 20218446) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abnormal uterine bleeding ("abnormal uterine bleeding"), infection ("frequent infections"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("chronic pelvic pain"), pelvic discomfort ("discomfort"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("allergy/hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms"). Essure treatment was not changed. At the time of the report, the device dislocation, abnormal uterine bleeding, infection, abdominal pain, vaginal haemorrhage, pelvic pain, pelvic discomfort, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, infection, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for symptoms, but the treating physician was unable to resolve her symptoms. She suffered from these symptoms for nearly 8 years. Plaintiff wants to get removal but can't afford. Trailing coils: left: 8, right:1 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left esure coil migrated; in (B)(6) 2010: results: bilateral tubal occlusion; on (B)(6) 2010: fair amount of pressure was placed on this and it confirmed that there was bilateral occlusion.. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, patient's date of birth, race information, lab data, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil migrated') in an adult female patient who had essure (batch no. 20218446) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abnormal uterine bleeding ("abnormal uterine bleeding"), infection ("frequent infections"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("chronic pelvic pain"), pelvic discomfort ("discomfort"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("allergy/hypersensitivity symptoms") and autoimmune disorder ("autoimune symptoms"). Essure treatment was not changed. At the time of the report, the device dislocation, abnormal uterine bleeding, infection, abdominal pain, vaginal haemorrhage, pelvic pain, pelvic discomfort, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, infection, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sounght treatment for symptoms, but the treating physician was unable to resolve her symptoms. She suffered from these symptoms for nearly 8 years. Plaintiff wants to get removal but can't afford. Trailing coils: left: 8, right:1 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left esure coil migrated; in (B)(6) 2010: results: bilateral tubal occlusion; on (B)(6) 2010: fair amount of pressure was placed on this and it confirmed that there was bilateral occlusion.. Lot number:20218446 manufacturing date: 2009-10 expiration date:2012-10 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.